Manufacturer narrative:
The insulin pump passed the displacement test, sleep current test and active current test. Blank display not confirmed. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Pump error 63 alarmed during self test and confirmed in insulin pump history with variable (03) due to broken trace at keypad assembly (pin 6). Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed. Moisture damage was found on the electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 107 mg/dl. The customer states had received a stuck button alarm. The customer states a button has been pressed for over 3 mins and the insulin pump keeps vibrating, wont show a screen any more. Screen was blank and vibrating with red button flashing. The customer was assisted with troubleshooting and the display did not return. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The customer also states swam with insulin pump. Advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.